Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the hospital and not returned to the manufacturer for analysis. Therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of an internal iliac artery aneurysm, and embolization coil detached in the catheter. The coil was removed in its entirety together with the catheter from the patient. There was no reported intervention or patient injury.